Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an atrial clip procedure, and shortly afterwards far r oversensing was observed. It was suspected that the lead may have been dislodged during the procedure. Programming changes were made. Patient¿s condition was stable. Patient will be monitored.